Event description:
It was reported the patient was admitted to the clinic for chest pain and driveline exit site pain, and had a "replace backup battery" alarm going off for several hours. The system controller was exchanged which resolved the alarm. The patient tolerated the exchange well. International normalized ratio (inr) was 1.7 at the time. Log files from both system controllers were submitted for review. Log files from the initial controller confirmed intermittent backup battery (ebb) faults due to the ebb failing the load test between (B)(6) 2025 and (B)(6) 2025. The log files for the system controller that the patient was exchanged to, captured no ebb faults.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed during review of the submitted log files from the heartmate 3 system controller (serial number: (B)(6)). The event log file contained approximately ~2 days of information ((B)(6) 2025 to (B)(6) 2025 per timestamp). At the onset of the event data, a backup battery fault alarm was observed to be active due to the battery not passing the load test. The voltage conditions associated with the load test not passing could not be determined, as the alarm¿s initial activation had been overwritten by newer information. This alarm did not clear until the system controller was exchanged and shut down. Based on the periodic data, it appeared that the backup battery fault alarm in the event log file had first activated sometime between 12:03:22 on (B)(6) 2025 and 0:03:20 on (B)(6) 2025. The periodic log file also captured backup battery fault alarms being active (B)(6) 2025 ¿ (B)(6) 2025, (B)(6) 2025 ¿ (B)(6) 2025, (B)(6) 2025 ¿ (B)(6) 2025, (B)(6) 2025 ¿ (B)(6) 2025, (B)(6) 2025, and (B)(6) 2025 ¿ (B)(6) 2025; these alarms were activated due to the battery not passing the load test. The observed alarms did not impact the ability of the controller to operate the pump at the intended speed. The 11v backup battery (serial number: (B)(6)) from the exchanged controller was returned to abbott for further analysis. The returned battery was functionally tested and passed each step of the testing procedure without issue; atypical alarms were not able to be reproduced. Log files were also submitted for review from the patient¿s new primary system controller (serial number: (B)(6)). The pump resumed operation as expected after the driveline was connected to this controller, and no further atypical events were observed. The root cause of the backup battery fault alarms was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 instructions for use with heartmate touch and abbott heartmate 3 left ventricular assist system patient handbook are currently available. Section 7 of the IFU and section 5 of the patient handbook explain how to troubleshoot the system controller, including backup battery fault alarms. Section 6 of the patient handbook explains how to properly take care of and maintain the integrity of the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.